Manufacturer narrative:
Added: d10 (concomitant) corrected: h3 asae/hematoma: based on the returned product analysis and the clinical details regarding the patients coagulopathy, the cause of the asae/hematoma is most likely patient related. Purge pressure high: based on the clinical details and returned product analysis the cause of the purge pressure high is most likely due to biological material, however, it cannot be established whether it was it was a buildup or an ingestion event.

Manufacturer narrative:
Updated information: d9 device return date added. Additional information added which states "the patient could not be heparinized and tpa was too risky given the patient¿s condition."

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 72 year old male patient who had been admitted into the medical center with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on support with extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs prior to the pump delivery. Any other underlying medical history was not shared. After pump placement the patient was admitted to the ICU for continued monitoring. On the day after implant the team observed a hematoma at the groin access site. The team treated with manual pressure and blood products inclusive of 16 units red blood cells, 8 units cryo, and 8 units of platelets. Of note the patient was on multiple medications for anticoagulation/antiplatelet therapy. The patient was on heparin, aspirin, and brilinta. The patient has underlying coagulopathy and obesity which could also contribute to an access site bleed. On day 2 of the support the team observed high purge pressures. To resolve, they changed out the purge cassette but this did not resolve the alarm. The discussions then took place to either add systemic heparin anticoagulation and/or the lytic, tpa, to the purge fluid. The pump was explanted, it is not known if these measures were taken before pump explant. The patient has survived the 2 day support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in b1 (is product problem), e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the asae/hematoma is most likely patient related. The cause of the purge pressure high is most likely due to biological material, however, it cannot be established whether it was it was a buildup or an ingestion event.